Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly and battery out limit alarm. Customer's blood glucose reading was unknown. Troubleshooting for keypad anomaly was performed. Customer went in the shower with the insulin pump on suspend. Customer was unable to get the insulin pump off suspend and the device would not work. Customer removed the battery and nothing changed. Customer received the battery out limit alarm in addition to the keypad anomaly. Customer called back and advised the battery was out of the device for a long time and did restart. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Unit received with currents in spec. No unexpected battery out limit. Motor error alarm during basic occlusion test due to loose/protruded drive support disk. Motor passed motor test. Unit received with intermittent button response due to corroded b button keypad trace. Unit had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip, reservoir tube cracked and cracked lcd window.